Event description:
The following report was received from the cristal clinical study: the patient was hospitalized for recurrent stable angina. An angiography was performed which confirmed restenosis of the cypher des at the target lesion. Additional details regarding the cypher stent implantation procedure, the reported restenosis and its treatment has been requested to the clinical site. Any additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This file has been re-access as per the similar device reportability criteria implemented by cordis corporation on 12/15/06. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the us product cypher sirolimus-eluting coronary stent. Any additional information will be submitted within 30 days of receipt.